Event description:
The device reportedly displayed dashed lines for several minutes into the patient use. The device operators checked the ECG lead and electrode connections with no change to the display. Then, approximately 5 minutes later, the device began to display the patient's ECG. The patient's details and outcome were not initialy reported.